Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to duplicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that during a spinal fusion procedure the system was making a low beeping noise. The site rebooted the system and was able to take 2d images. Then when trying to take a spin it would go into initializing mode. Site tried the foot pedal instead of the handswitch and the issue persisted. Site then did a reboot of the mvs and the ias. After that system was able to take 3d images. This issue occurred intra/peri-operatively with less than one hour delay to surgical time. The procedure was completed with the use of imaging system. No known impact on patient outcome.